Event description:
It was reported that the t1 and t2 deployed together. No patient injuries were reported. A minimal delay was reported, a backup was available to complete the procedure.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the delivery needle is bent. No ts or suture remain on the delivery needle or were returned for examination. The actuator is in its post t2 deployment position indicating the trigger was cycled multiple times. The device was functionally tested for proper actuator advancement and cycling and was found function as intended.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.